Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. Access was obtained via the radial artery. The 85% stenosed target lesion being treated was located in the moderately tortuous and severely calcified mid left anterior descending (lad) artery. The lesion was predilated with a 2.00x8mm compliant balloon catheter. A 2.50x16mm promus element stent delivery system (sds) was then advanced to the lad and was unable to cross the lesion. The promus element sds was removed and it was noted that the end of the stent was damaged. Predilation was again performed with the 2.00x8mm compliant balloon catheter. A 2.25x16mm promus element sds was advanced and deployed in the lad. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. Access was obtained via the radial artery. The 85% stenosed target lesion being treated was located in the moderately tortuous and severely calcified mid left anterior descending (lad) artery. The lesion was predilated with a 2.00x8mm compliant balloon catheter. A 2.50x16mm promus element stent delivery system (sds) was then advanced to the lad and was unable to cross the lesion. The promus element sds was removed and it was noted that the end of the stent was damaged. Predilation was again performed with the 2.00x8mm compliant balloon catheter. A 2.25x16mm promus element sds was advanced and deployed in the lad. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination of the returned device revealed the tip was severely stretched for approximately 11mm in length. This type of damage is consistent with the device meeting resistance upon advancement and/or withdrawal. The balloon and the stent of the device were visually and microscopically examined and no issues were noted with the profile of the balloon and stent that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Device is a combination product. (B)(4).